Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of that the device has no audio. The fse replace the sound card driver to allow sound. The issue was resolved and operational after replacement of the sound card. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone (B)(6). Reporting institution phone (B)(6). Reporting address state - (B)(6).

Event description:
The customer reported that there is no sound from the alarms. The device was in use on patient at time of event, there was no adverse event reported.